Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2016 with a blood glucose (bg) level of 600 mg/dl and diabetic ketoacidosis. Reportedly, the user was battling an unspecified illness. The user delivered a bolus. While hospitalized, the user was treated with insulin drip, saline, and an electrolyte bag. During a system check with tandem's technical support, it was determined that the time was never changed since the recent time change. The user successfully corrected the time. The user continued to use the supplies and resumed insulin delivery. A follow up with the customer on 12/05/2016 indicated that the user was released from the hospital on (B)(6) 2016.